Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went exercising in the pool and the insulin pump started making a noise. Customer stated that the pump stopped working when she went into the water. Customer's blood glucose was 150 mg/dl. Customer stated that she had high blood glucose readings on sunday but it was due to the pump not working. Customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer stated that the pump was dead and making a screeching noise. Customer stated that she cannot perform the self test. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No screeching noise noted. The insulin pump was received with corroded motor home switch, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.